Event description:
It was reported that the patient experienced fossa navicular extrusion with an ambicor penile prosthesis (app) leading to an explant procedure. There were no further patient complications.

Event description:
It was reported that the patient experienced fossa navicular extrusion with an ambicor penile prosthesis (app) leading to an explant procedure. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ambicor underwent a thorough analysis. The cylinders were visually inspected, and no anomalies were found. Upon leak testing, both cylinders passed the test. No visual damages were identified within the pump; additionally, it passed the leak test. Functional testing was done, and the device performed within specification. Based on the information available and analysis results, no device malfunctions were noted. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. A conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced fossa navicular extrusion with an ambicor penile prosthesis (app) leading to an explant procedure. There were no further patient complications.